Event description:
Info received that the head hi/low drifts into trendelenburg position over time. No injury reported.

Manufacturer narrative:
Technician found that the head hi/low drifted into trendelenburg over time. Isolated the issue to bad hydraulic manifold. Replaced the hydraulic manifold assembly to resolve this issue.